Manufacturer narrative:
Method - device evaluated with respect to operational environment. Note: the reported complaint was not confirmed. Functional testing by both hospital biomedical and terumo field service representative determined that the (B)(4) was operating within specifications. The root cause is unk, as the complaint could not be duplicated.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported system did not rewarm as expected. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.